Event description:
Caller (pt's husband) alleged discrepant results compared with the lab. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 1.3 (meter a), 2.1 (meter b).

Manufacturer narrative:
Investigation pending.